Event description:
In 2008, the patient reported that he believes the infusion device delivered insulin "on its own" without being programmed to do so. He stated that this occurred while attempting to bolus 0.3 units of insulin to fill the air space in the infusion set cannula that he had just changed. Further attempts to gather additional information from the patient were unsuccessful. The patient did not report any physiological effects. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.